Manufacturer narrative:
H.6 investigation summary material #: 363095 lot/batch #: 2277403 bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality were not under statistical control for the month of may 2023. Tubes in question expired at the time of this review and further clinical evaluation is precluded. Bd quality will continue to monitor sample quality complaints. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes that the blood coagulated. The following information was provided by the initial reporter. The customer stated: "in the human blood coagulation group, blood coagulation occurred in the whole tube, and the normal test could not be performed. The patient was informed that a re-drawing was required."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes that the blood coagulated. The following information was provided by the initial reporter. The customer stated: "in the human blood coagulation group, blood coagulation occurred in the whole tube, and the normal test could not be performed. The patient was informed that a re-drawing was required.".